Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection vancomycin (1 gram, stat, intraperitoneally, duration not reported) and injection amikacin (100 milligram, intraperitoneally, once daily, duration not reported) and injection fortum (1 gram, once daily, route and duration not reported) for the event. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from the peritonitis event. The action taken with dianeal therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: the peritonitis was manifested by ¿very turbid¿ peritoneal dialysis (pd) effluent. On an unreported date, the patient¿s pd catheter was removed due to the turbid pd effluent. On an unreported date, dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.